Event description:
It was reported that the patient had ventricular tachycardia/ventricular fibrillation episodes during which the device had a long charge time that tripped end of service (eos). The device was unable to deliver therapies to the patient. It was also noted that the device may have reached eos prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. We also received performance data collected from the device and have analyzed the data. The battery depletion was indicated with end of service (eos) on (B)(6) 2011. The last full charge duration equaled 9.3 sec on (B)(6) 2011 08:21:39. There was a patient alert for excessive charge time on (B)(6) 2011 14:39:53. A patient alert for charge circuit timeout on (B)(6) 2011 14:52:03. Last battery measurement equal 2.6463 volts on (B)(6) 2012 13:16:27. Ventricular fibrillation less than or equal to 210 ms average v-cycle between (B)(6) 2011 14:14:37 and (B)(6) 2011 15:46:04. And lead failure point high rate-ns less than or equal to 212 ms average v-cycle on (B)(6) 2011 at 14:26:29 and 15:40:30.